Manufacturer narrative:
Analysis of the wireless recharger (s/n (B)(6) ) found that there were persistent 1707 error codes, showing persistent inability to connect to the ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient called back and reported difficulty maintaining connection to ins with recharger and connecting to handset. Had patient perform hard reset of recharger and they were able to connect recharger and handset. Patient attempted to connect to ins, but recharger would connect briefly and then disconnect. Patient tried repositioning recharger and attempted another hard reset. Troubleshooting did not resolve reported issue. Email sent to repair to replace recharger. Patient to call back if further assistance is needed.